Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023 hours before 9:00pm, the cgm was displaying around 9 mmol/l and was reported to be inaccurate. The patient was sweating and the patient's mother provided her with juice and biscuits and the patient went to bed. At around 9:00pm, the patient's mother went to check on the patient and found the patient unconscious and called 911. At an unknown point after this, the cgm was reading 9.9 mmol/l and the blood glucose reading was 1.1 mmol/l. It was reported that it was difficult to get a reading for the fingerstick because the reading was very low. The patient was admitted into the hospital and received unspecified intravenous treatment and was monitored by doing fingersticks. At the time of the report the patient was already in the hospital for 10 days because the doctors were still trying to understand why she was having that many hypoglycemic episodes. Besides the previous mentioned treatment, at this moment also insulin was mentioned as treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.